Manufacturer narrative:
Concomitant medical product: 407652 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant of the implantable cardioverter defibrillator (ICD), undefined impedance and noise were noted on the right ventricular (rv) lead. It was discovered that the lead was not fulled seated in the device. The lead was removed and properly attached to the device. The lead and the device remain in use. No patient complications have been reported as a result of this event.